Event description:
A 3.5mm diameter by 24mm s670 stent delivery system was inserted for treatment of a lesion in an unknown coronary artery. It was not possible for the stent to cross the target lesion, therefore, the stent and delivery system were pulled back from the coronary artery. Upon removal of the guide catheter, guidewire, and stent delivery system as an entire system, the stent dislodged into the pt's right femoral artery. The stent was successfully retrieved with a snare device and removed from the pt. The pt was reported to be stable post procedure and there was no add'l clinical sequelae reported related to the event.